Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated properly with test guardian link transmitter. No communication anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 (variable 3) was confirmed in the device history due to broken pin 6 trace (sda) on u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound or vibrating when alarming. They did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.